Manufacturer narrative:
The device was used for treatment. The device was not returned for analysis (device was lost), therefore, the clinical observation could not be confirmed. The investigation will focus on a review of product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure destino steerable guiding sheath in-process and final inspection: perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. This procedure is performed on 100% of the sheaths. The instructions for use (IFU) informs user: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Slowly remove the dilator from the sheath. Caution: rapid removal may damage the valve membrane resulting in blood flow through the valve. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported the direx was removed from the package and when being flushed it leaked from the handle where the tubing attaches. It was used for treatment, however since they found the leak when flushing the direx, it was never put into the patient. A new direx was pulled and used with no issues. The patient was a male, approximately (B)(6), weight is unknown. The direx is not being returned for evaluation because it was lost.